Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with sensor. Customer stated she calibrated three times and the sensor glucose kept saying she was low. Sensor glucose reading was 56 mg/dl and blood glucose was 94 mg/dl, 40.4 % difference. Calibration factor is trending below the optimal level. The sensor trace report glucose graph section was reviewed. Sensor is not trending in the direction of the blood glucose. Customer was advised how to calibrate and what may cause the difference in the readings. Customer was advised to calibrate one more time and if the range is still off to call back. No further information reported.